Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2019 at 9 am due to a high blood glucose level of 550 mg/dl and diabetic ketoacidosis. The customer experienced symptoms related to her high blood glucose such as vomiting throughout the morning. The customer was assisted in troubleshooting for high blood glucose. The customer was treated with insulin. The insulin pump will be returned for analysis.